Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant. During the procedure, after connecting the crt-d to the left ventricular (lv) lead, there was no capture, and the pace impedance was greater than 3,000 ohms. The crt-d was disconnected, and the lv lead was tested with the pacing system analyzer (psa). The lv lead exhibited normal capture and impedance via the psa, the crt-d was subsequently exchanged to complete the procedure. No adverse patient effects were reported. The crt-d is expected to be returned.